Manufacturer narrative:
Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the tip was observed semi-deflected with the piston up. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. A manufacturing record evaluation was performed for the finished device number lot 31054965m and no internal action related to the complaint was found during the review. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and the deflection mechanism was stuck. During the operation, catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information received indicated the catheter was stuck in a deflected position. The failure was found during use and there was no ring or electrode damage.